Event description:
A customer reported having difficulty loading a cartridge due to a display issue that prevented visibility. There was no adverse impact on the customer's blood glucose level as it remained below 500 mg/dl. Technical support advised that the pump was not safe for insulin therapy and recommended seeking backup therapy. However, the customer persisted in resolving the issue. The customer support representative assisted the customer with the cartridge loading process and resolved the cartridge change error. Eventually, the customer successfully completed the load process and resumed insulin therapy.